Event description:
It was reported that the patient's hip was revised due to shell loosening. The shell, liner and head were revised to a competitor shell and liner with a new stryker head. Rep confirmed that no further information will be release by the hospital or surgeon.

Manufacturer narrative:
An event regarding loosening involving a securfit shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'confirmation of event: I can confirm that the patient had a total hip arthroplasty since I was able to see an x-ray with the implant in place. I cannot confirm loosening of the shell nor can I confirm that the patient underwent revision since I have no documentation provided. Root cause analysis: assuming the event is loosening of the acetabular shell, the root cause of this event cannot be determined with certainty. The causes of acetabular loosening are multifactorial including surgical technique, the cup position and initial fixation, patient factors including activity level, lifestyle and bmi can contribute. With the information provided I would not assign any causality to the acetabular implant itself.' Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to shell loosening. The shell, liner and head were revised to a competitor shell and liner with a new stryker head. A review of the provided medical records by a clinical consultant indicated: 'confirmation of event: I can confirm that the patient had a total hip arthroplasty since I was able to see an x-ray with the implant in place. I cannot confirm loosening of the shell nor can I confirm that the patient underwent revision since I have no documentation provided. Root cause analysis: assuming the event is loosening of the acetabular shell, the root cause of this event cannot be determined with certainty. The causes of acetabular loosening are multifactorial including surgical technique, the cup position and initial fixation, patient factors including activity level, lifestyle and bmi can contribute. With the information provided I would not assign any causality to the acetabular implant itself.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.